Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in the operating room for device change-out due to normal eri, externalized conductors were observed on the lead. The electrical function of the lead was observed and tested and no anomalies were detected. The lead will be explanted and replaced.